Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The treatment appear to be related to the circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, one proglide had a suture break while advancing the knot in the rcfa and one proglide had a suture break while advancing the knot in the lcfa. The suture of a new proglide device was successfully pre-placed at each access site. The sheath was upsized to a large bore sheath at both access sites and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.